Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event closed. The recipient will reportedly not pursue revision surgery at this time. The recipient continues to use the device and will be monitored by the facilities protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.